Manufacturer narrative:
According to the field, no changes to the pacemaker were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s longevity had decreased from two-and-a-half years remaining to less than six months remaining in-between follow-up appointments. A slight decrease in pacing impedance measurements from 430 to 360 ohms was also noted. At this time no surgical intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.